Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to specifications. The sample was not available for evaluation; therefore the complaint could not be confirmed.

Event description:
The complaint is reported as: "infant circuit failed pre-use test on servo-I ventilator". The reported defect was detected during pre-test of the device. No report of patient injury.